Manufacturer narrative:
Please find attached literature article (r. Shahverdyan et al).

Manufacturer narrative:
Additional information obtained by gore: according to the physician, the occlusion of the gore® viabahn® devices was attributed to an unresolved stenosis that was present prior to the devices being implanted. The gore® viabahn® devices were not a contributing factor to the recurrence of ali. Reported item/lot numbers: pah101502/12228585, pah101502/12228581, and pah100502/12271685. (B)(4). Please note: the received additional information reports three viabahn lot numbers; however, according to the literature article, only two viabahn devices were implanted. It is unknown which of the three reported lots were occluded in this event. No further information is available. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices could not be performed as item- and lot numbers were not available. Per the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include, but are not limited to thrombosis or occlusion.

Event description:
In review of published literature, these findings were noted: r. Shahverdyan, d. Gray, m. Gawenda, j. Brunkwall, ¿single centre results of total endovascular repair of complex aortic aneurysms with custom made anaconda fenestrated stent grafts¿, european journal of vascular and endovascular surgery, vol 52 issue 4, october 2016, pages 500-508, copyright © 2016 by the european society for vascular surgery. Between 2011 and 2016, 48 fenestrated endovascular aneurysm repair procedures were performed in 37 males and 11 females (median age 73 years) under general anesthesia using the anaconda custom made device. The article describes that during one patient¿s procedure, torsion of the main body of the fenestrated device prohibited cannulation of the left renal artery. The physician opted to postpone this portion of the procedure to a later date. Five days later, the patient presented with acute limb ischemia (ali). Computed tomographic angiography revealed occlusion of both graft limbs caused by the torsion of the main body. On the same day, the patient was implanted with two gore® viabahn® endoprostheses in a kissing technique to treat the occlusion. Two days later, follow-up imaging revealed that ali had re-occurred. On the same day, an open resection of the stent graft was performed below the renal arteries and a bifurcated prosthetic graft was surgically placed. Attempts were made by gore to obtain additional event information; however, none was provided.